Manufacturer narrative:
Added usage of device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer reported the cardiac scan was performed and the cardiac images looked like phase shift between online and offline. The field service engineer (fse) sent the data and bug report to philips engineering. Engineering determined this issue was due to an issue addressed in field change order (fco) (B)(4) in which the reconstruction was not gated if start final recon was selected prior to seeing the ECG (electrocardiogram) wave displayed on the top of the screen. Initiating a reconstruction too early causes the recon images to be created without the ECG phase vectors, and therefore, a gated reconstruction is not available. Once the ECG strip appears on the screen, the ECG phase vectors are available and will be taken into account during the reconstruction (recon(s). The ECG data is available when an offline recon is completed, which is why there is a difference between the online and offline recons in this case. The system is operating and in clinical use.

Event description:
This complaint has been re-evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the reconstruction was not gated if start final recon was selected prior to seeing the ECG (electrocardiogram) wave displayed on the top of the screen.